Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Despite some initial concerns, such as being disconnected from the pump during the fill tubing step, the personal profile settings were confirmed to be correct, and there was no indication of excessive insulin administration. The customer agreed to a supplies/system check, and the case remained open until pump data upload was confirmed. No further assistance was required.